Event description:
It was reported that the patient presented for a device changeout procedure. Upon interrogation, prior to the procedure, the atrial lead exhibited high capture threshold. The atrial lead was capped and replaced on (B)(6) 2022. The patient was in stable condition.